Event description:
Reporter indicated that device diagnostic tesing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient underwent generator replacement surgery for end of service on 2001, but the lead was not replaced at this time. Device diagnostic test results after generator replacement surgery are not known at this time. Investigation to date had been unable to determine whether the lead may have been damaged during the generator replacement surgery. Neck x-rays reviewed by physician did not reveal any discontinuities in the ncp system. It was reported that the patient has not had any injuries that might have caused a lead break. Further follow-up revealed that device diagnostic testing following lead replacement surgery was within normal limits, indicating that the ncp system was functioning properly.